Manufacturer narrative:
(B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the compact air drive device housing was damaged, the bearings were defective and motor was blocked. It was further determined that the tests for status of development, general condition, marking and labeling, reverse locking mechanism, triggers for fwd and rev mode, untrue running, excessive noise, power with bench test, and starting behavior failed pre-repair diagnostics. It was noted in the service order that the device did not work, the housing was damaged and the motor was blocked. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.